Manufacturer narrative:
As of 11/04/2021 unused retained product and unused returned samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 10/07/2021 consumer reported the product caused an allergic reaction as contact dermatitis. On completed cir received on 10/20/2021 consumer stated she sought medical attention. Consumer reported a reaction when using 3/4 antibacterial bandages. Later, the consumer switched to a larger size antibacterial bandage (xl) and the area continued to worsen. She stated her issue was with the pad. For this report we refer to the xl bandage and refer to a different MDR report 1038758-2021-00033 for the 3/4 sized bandage.